Event description:
It was reported that the catheter was inserted via the internal jugular vein. After several days of use, the catheter began to have an erratic drip, which was resolved by flushing. When the drip problem was experienced again, the physician pulled the catheter back about 3 cm and re-secured it. The catheter's flow was normal again. Later that evening, the pt developed "hypodermic edema" and the catheter was removed. It had separated and the distal portion was removed with a snare without any complications.